Event description:
It was reported that the control-iq algorithm suspended basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "low", and the meter bg reading was 330 mg/dl. As a result, customer was admitted to the hospital with an elevated bg (specific bg value was not provided). Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.